Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultra mini meter read inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the meter started on ¿(B)(6) 2015¿. The patient reported obtaining readings of ¿90 mg/dl¿ on the subject meter, compared to ¿160 mg/dl¿ on another meter performed within 20 minutes of each other. Based on lifescan¿s criteria for accuracy this is an invalid comparison. The patient manages his diabetes with a combination of diabetic medications including insulin. On ¿(B)(6) 2015¿ the patient reported that he¿ skipped a dose or stopped medication¿ as a result of the alleged product issue. The patient reported at an unspecified date and time after the alleged product issue he developed symptoms of ¿blurred vision and weakness¿. The patient reported he received health care professional (hcp) advice for a ¿change in medical treatment¿. At the time of troubleshooting, the cca noted that the correct unit of measure was used and at the time of testing an approved sample site was used to obtain the sample. The test strips were stored correctly and within product expiry date and the test strip vial was intact. In addition cca noted that during a walk through test using control solution the result fell in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter has been returned on 4/21/2015 and further evaluated by lifescan product analysis on 4/27/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 5/5/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.